Event description:
It is reported that a customer was hospitalized due to heart issues. The customer was not hospitalized for any diabetes related issues. The customer's blood glucose level was unknown. The customer's daughter was assisted with reprogramming her father's insulin pump. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.